Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition that the system was down, and was overheating was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the burr lock assembly was damaged, and it would not lock a cutter. The burr lock mechanism assembly was disassembled, and it was observed that the stainless-steel springs that allow the locking tabs to move in and out were destroyed, rusted and crumbled causing the burr lock to not function. This was determined to be due to incorrect spring material caused by a vendor issue which is a manufacturing issue. This issue was addressed in a CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that during pre-surgery testing it was observed that the attachment device system was down and was overheating. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.